Manufacturer narrative:
Based on a reassessment of the event report, the complaint is no longer considered MDR reportable. No patient injury occurred and no patient injury is expected based upon a re-review of the device risk documentation.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ba823su-carbon steel safety scalpel #23. The service reports that, during cold interventions (= programmed), the blades retract automatically during application to the skin. The incision is therefore not possible. In addition, when opening, the packaging of the sterile scalpel (primary packaging) presented a problem of peel-ability. There was no described patient harm. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).